Event description:
Pt was to receive bridge bolus over period of 31 hours, but instead received bolus over 31 minutes due to programming error. Health care provider realized error 22 minutes after dosage began. Pt experienced some somnolence and vomiting, and was treated with tigan for nausea. Pt was admitted to hosp for overnight observation, was alert the following morning, and has resumed therapy.